Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. However, device evaluation found horizontal lines due to damage to charged couple device. Based on the results of the investigation, the most probable cause and root cause of reportable issues could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported no three-dimensional (3d) visualization was possible with the deflectable videoscope during unspecified procedure. The intended procedure was completed with the same device. There were no reports of patient harm.